Manufacturer narrative:
The devices subject of the reported event were returned for evaluation and found two of the used devices were significantly damaged and untestable due to kinks, disassembly, and cable protrusion. The third used device had a buckle but remained functional. All unused devices functioned as intended. The cause of the reported event is likely attributed to excessive force during retraction. Steris offered in-service on the proper use and operation of the cointip snare however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported during a patient procedure that three of their cointip snares were not operating properly and the third snare caught on the wire around the polyp. User facility personnel utilized biopsy forceps to remove the polyp and release the snare resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Steris endoscopy has requested the return of the devices of the reported event for further evaluation. The instructions for use states: "the following conditions may not allow the cointip¿ snare to function properly: advancing the handle to the open position with too much speed or force, attempting to insert or actuate the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, actuating the device while the handle is at an acute angle in relation to the sheath. Do not use this product if the device does not function properly or there is evidence of damage (e.g. Bent, split, or kinked catheter, snare irregularities, or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist. Note: the markings on the handle are for reference only. To reference the point where the snare loop is fully closed; open the snare fully, then slowly close the snare handle until the snare tip meets the end of the outer catheter. Observe the marking on the snare handle where the snare tip meets the end of the snare outer catheter. This will minimize the possibility of cold snaring the polyp." A complaint review confirmed this to be an isolated event for the subject lot. A follow-up MDR will be submitted should additional information become available.